Event description:
A pump reset screen was unexpectedly displayed, causing concern. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that the reset was a safety feature involving the pump's microprocessors, and they were educated on steps to resume normal operation. The customer understood the instructions and successfully resumed insulin delivery.